Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that debridement was performed due to infection, but it didn't improve the patient's health resulting in a revision surgery.